Event description:
The facility experienced difficulty accessing the lateral port and leakage occurred from the lateral side. The port was removed and at that time, it was noticed that the septum had become dislodged.